Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Device interrogation revealed episodes of non-sustained vt with intermittent ventricular pacing that were misdiagnosed as bigeminy. The patient recently had a valve replacement procedure. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.